Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported intermittently the system failed to display a live image. There was no report of death or serious injury.